Event description:
A customer contacted beckman coulter, inc. (Bec) to report a rotor mishap with their optima l-100 xp ultracentrifuge. The rotor mishap was wholly contained within the centrifuge. Numerous components of the centrifuge were destroyed. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
The cause of the event is related to centrifuge spindle breakage during the run. (B)(4).